Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a reservoir leak. The customer did not immediately notice the insulin in the reservoir compartment. The leak occurred where the reservoir and infusion set is connected. The customer dried the insulin and continued with a new reservoir. The incident occurred four times. The customer had a high blood glucose reading of 298 mg/dl due to the insulin leaking. There is also condensation in the reservoir window. The customer was advised to return the reservoir and transfer guard. The customer was advised to call back if the issue occurs again. The customer will not return the device for analysis.